Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was reproduced during evaluation. Visual inspection determine the cause to be a damaged liquid crystal display (lcd) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no patient involvement. No additional information is available.